Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Additional information was requested, and the following was obtained:please clarify: the event stated ¿I gave her mother a dermabond¿. Who gave the mother a dermabond? J&j employee sales manager. Did a healthcare professional give the mother a dermabond? J&j employee sales manager. Who applied the dermabond to the patient? The mother. Is a photo available of the patient¿s reaction? No. What was the procedure date? N/a. What date /day post op was the reaction noted? (B)(6) 2025. Was any prescription strength medication prescribed? Cream by the local doctor. Was any surgical intervention performed? No. Did the doctor believe the patient had an infection? Unknown. Were any cultures taken? Unknown. How was the wound cleaned and dried prior to dermabond application? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: the event stated ¿I gave her mother a dermabond¿. Who gave the mother a dermabond? Did a healthcare professional give the mother a dermabond? Who applied the dermabond to the patient? Is a photo available of the patient¿s reaction? Description of event, symptoms, manifestation of the reaction what was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify. Was the topical antibiotic cream prescription strength? Was any prescription strength topical steroid cream prescribed? Was any surgical intervention performed? Did the doctor believe the patient had an infection? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of physician? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis.

Event description:
It was reported that a patient underwent an unknown procedure for a small cut on the cheek on an unknown date and a topical skin adhesive was used. The patient had an accident at the school and got a small cut on her cheek. The reporter gave the mother the topical skin adhesive. When checking in on the child on (B)(6) 2025, in the evening, the mother of the patient had said her skin reacted. They saw their gp, and the gp gave them a cream with antibiotics. They had a check up in the morning of (B)(6) 2025 and the doctor said it is better and continue with the antibiotic cream. Additional information was requested.